Event description:
It was reported that the system 9800's collimator was out of alignment. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The collimator and generator were calibrated. The system was tested and found to be working as intended and placed back into service.